Event description:
Transducer protector leaked, causing a backup of blood that filled the transducer line and saturated the transducer. Rn reports they were unable to lower the drip chamber level and start the blood pump. The pt's dialyzer clotted; treatment stopped and restarted with dialyzer and lines.